Event description:
The article, "a case of re-replacement of bioprosthetic tricuspid valve stenosis due to pannus and remnants of native tricuspid valve leaflets", was reviewed. This research article reported a case study of a (B)(6) year old male who received chemoradiotherapy for malignant lymphoma in the middle lung field at the age of (B)(6). At the age of (B)(6) and (B)(6), the patient underwent two bypass surgeries for radiation induced coronary artery disease. At the age of (B)(6), the patient developed right heart failure due to severe tricuspid regurgitation and underwent bioprosthetic tricuspid valve replacement (tvr) with a 31mm epic valve. After the operation, the mean pressure gradient of the artificial valve gradually increased and the patient was hospitalized for right sided heart failure again at the age of (B)(6). Redo bioprosthetic tvr with a 31mm cep mitral plus was performed for catecholamine dependent right heart failure due to tricuspid valve stenosis. Intraoperative findings included no degeneration of the bioprosthetic tricuspid valve, a decrease in valve area of bioprosthetic valve by marked growth of pannus on the right atrial side, and restricted mobility in leaflets of the bioprosthetic valve due to adhesion of remnants from the native tricuspid valve leaflets on the right ventricular side. [The primary and corresponding author is kousei matsuda md, cardiovascular medicine, sendai medical center, 8-8, miyagino 2-chome, miyagino-ku, sendai, miyagi, japan.]

Manufacturer narrative:
In a research article right heart failure, stenosis, pannus formation and restricted leaflet mobility were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.